Event description:
It was reported that this pacemaker exhibited right atrial far-field oversensing and the patient experienced a syncopal episode. Technical services (ts) reviewed presenting device data and noted that the device was operating as programmed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution and initial reporter. If information is provided in the future, a supplemental report will be issued.